Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead had high out of range impedance. The lead will be replaced at a future date. No patient complications have been reported as a result of this event.